Event description:
The healthcare professional reported that during an endovascular stent placement procedure, the 4.5mm x14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6610104) was impeded in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) and could not be advanced nor retracted. The physician retracted the stent with the microcatheter together and changed to new devices to complete the procedure. There was no report of any patient adverse event or complication. Two photos of the of the complaint devices were included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The initial reporter phone: (B)(6). The initial reporter email address was not reported / available. The device is available to be returned for evaluation and testing. However; it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photos included in the complaint. Photo analysis: the photo showed that the stent component is in a partially deployed condition inside the prowler select plus microcatheter luer hub. No appearance of damage is noted on the microcatheter. The complaint reported that the microcatheter was obstructed is confirmed based on the photo received. However; no further evaluation can be performed at this time. Further investigation when the physical complaint product is returned. The manufacturing record evaluation (mre) review was performed. There is no indication the reported issue is related to the manufacturing process. A review of manufacturing documentation associated with this lot (30615314) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00214. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular stent placement procedure, the 4.5mm x14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6610104) was impeded in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30615314) and could not be advanced nor retracted. The physician retracted the stent with the microcatheter together and changed to new devices to complete the procedure. There was no report of any patient adverse event or complication. Two photos of the of the complaint devices were included in the complaint. Two photos were included in the complaint file. In one photo the stent was observed partially deployed inside the prowler microcatheter luer hub. The second photo showed the stent component outside the microcatheter hub separated from the delivery wire. No visual damages could be observed on the prowler select plus microcatheter. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was returned contained in the decontamination pouch. Visual inspection was performed. No damage was observed. Microscopic inspection was performed along the body of the prowler select plus microcatheter. No damages were observed (i.e., no elongations, kinks, compressed conditions). The hub was found to be undamaged. The device was flushed with a laboratory sample syringe. After that, the 4.5mm x14mm no distal tip enterprise® vrd delivery wire was inserted into the received microcatheter, and the delivery wire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specifications. Although the functional test could not be performed with the enterprise system due to the premature deployment of the stent component, the delivery wire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. A review of manufacturing documentation associated with this lot (30615314) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00214. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6)2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00214 and 3008114965-2022-00215. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.